Manufacturer narrative:
(B)(4).

Event description:
Patient was considered a potential replacement patient (prp) and was called to facilitate scheduling of a follow-up appointment with healthcare provider. Patient said she had it removed because it didn't work and in case she ever needed an MRI in the future, she wanted it out. Patient said it was removed on (B)(6) 2009. Patient was brief and provided no further information. The indications for use for this patient was urinary dysfunction/sacral nerve stimulation. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reports the device was removed because it did not work to stop the urinary incontinence. Also removed so the patient could have mris in the future which in fact the patient needed due to breast cancer and two time rotator cuff tear. The patient experienced no relief at all of urinary incontinence despite trying difference frequency settings. The patient reported electronically all was okay. It had no positive effect on reducing urinary incontinence symptoms. The patient was very dissatisfied with product and the need for second surgery to remove device. Also no one explained that by implanting it, the patient never be able to have an MRI should the need arise. The patient reported fortunately they had it removed as the patient did need three mris.